Event description:
It was reported that the surgeon had difficulty implanting the catheter during device implant on (B)(6) 2012. The patient was told prior to implant that the device would ¿change his life¿. The patient was given a trial injection which was successful; however the caller stated that she did not like how the patient¿s legs were ¿like noodles¿. The caller stated that per the implanting physician the implant procedure should have been a 30-45 minute procedure but took 4.5 hours. The surgeon stated ¿well we had some complications but everything is fine¿we didn¿t get the catheter as far up his spine as we wanted to and it took us a lot longer because of this¿. The caller stated the difficulty was because ¿there wasn¿t a lot of fluid at the bottom¿. The surgeon had to flip patient over during surgery and made the incision larger. The caller also stated that they identified a ¿cut¿ that they had to go back to repair. When the patient woke from surgery he had no feeling in his bladder, bowels or his ¿manhood¿ which he had always had prior to the surgery. The loss of feeling caused the patient to undergo tremendous depression and at times suicidal and caused the patient to undergo tremendous changes in daily routines ¿in terms of what he can do in the bathroom by himself and what he cannot¿. The patient was catheterized intermittently which he did not have to do prior to the surgery. The physician had performed and MRI prior to the patient leaving the hospital and stated that everything was fine. The caller also reported that the patient could not move his fingers well but had good movement in his wrist and arms. The caller stated that the patient¿s hands were ¿clinched into a tight fist that can¿t get undone¿. The physician stated that the oral baclofen that the patient had taken prior to implant helped with the patient¿s hands but ¿now he doesn¿t take oral baclofen¿. The caller stated that the patient¿s spasms were ¿a little bit better¿ but not as well as the trial. The caller inquired into having the pump taken out as the patient would rather have the spasms than the symptoms the pump has caused. A physician stated rather than taking the pump out they could just put saline in the pump to see if the patient got the feeling back that he lost. The pump was initially programmed at ¿100¿; however the caller was unsure what the 100 was. The physician stated that they could turn the pump down to ¿85¿ and see I they could find a balance. The caller stated that the pump was programmed to 85 3 weeks prior to the report and there was no change in the symptoms. The caller inquired into having the pump dose reduced again to alleviate the symptoms and also stated again that they could deal with some spasms but not the current symptoms. The caller was seeking a new physician. The device system delivered baclofen. It was later reported that the patient was currently under the care of a psychiatrist due to the depression. The caller continued to seek a new managing physician. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).